Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that shortly after midnight, the customer experienced an elevated blood glucose (bg) level ranging from 250-300 (mg/dl), and was addressed with a correction bolus. Reportedly, the contact alleged that the basal rate settings from 12am-4am should be set to 0.5 units/hour; however, the contact discovered that the basal rate was set to 0.23 units/hour. The contact was concerned that the pump changed the basal rate on its own. Review of the customer's profile from an upload on (B)(6) 2017 by tandem's customer technical support (cts) show that the customer has a standard basal rate of 0.47 units and a "weekend" profile with a basal rate of 0.23 units, and that the customer may have activated the weekend profile, instead of activating the standard basal rate. Review of the t:connect logs show that in the early morning hours of (B)(6)that the accurate personal profile was active with basal rate of 0.5 units/ hour at the time of the event. However, a temporary rate of (B)(4) had been set on (B)(6) 2017 at 11:45 pm. When relaying the information, the contact stated that the temporary rate had been set to address the customer's bg level. During an additional follow-up on (B)(6) 2017, cts relayed to the contact that the basal rate of 0.23 units/hour at 12 am match to the inactive profile in the pump, and that the incorrect profile may have been observed when attempting to confirm the basal rate at the time of the event. The contact acknowledged and agreed that may have occurred.